Manufacturer narrative:
Date sent to the FDA: 10/25/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 and (B)(6) 2013 during which the surgeon noted shrunken, densely adhered mesh to the abdominal wall and small bowel . The mesh was tethered to the abdominal wall and small bowel. It was reported that the patient experienced mesh contraction, migration, adhesions, severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information was provided.